Event description:
Additional information received clarified that the patient's current condition is improving, their pressure was compensated and dystrophy of the cornea was observed.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received for evaluation. A lot code would be required for review of the complaint history and further evaluation. All batches are released according to the required specifications. As no sample was returned and the lot number is unknown, a conclusive root cause could not be determined. As no sample is available and the lot number is unknown, no conclusion can be made towards the disposition of the product. The complaint could not be verified and therefore no CAPA is initiated however, further trending is performed. (B)(4).

Event description:
Additional information received clarified that the patient's pressure and corneal edema remains continuous, but is improving.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility for this reported event. (B)(4).

Event description:
A clinical manager reported that viscoelastic products were used during a cataract surgery. Postoperatively, the patient experienced toxic syndrome, prolonged corneal edema, increased intraocular pressure and a tendency for mydriasis which was treated with medicinal drops. The patient's symptoms are reported as ongoing. Additional information has been requested.